Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. The insulin gauge reading was accurate after customer loaded a new cartridge. Additionally, it was reported that the pump battery was not holding a charge. Customer declined to fully troubleshoot the issue with tandem customer technical support. The customer¿s blood glucose level was 222 mg/dl. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.